Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a "defib fault 109" message was displayed on the device screen. The complainant indicated that there was no pt involvement in the reported malfunction.